Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be prevented by following the instructions for use which state: ¿possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to damage on the channel tube and a pinhole on the bending section cover causing a loss in water tightness. Upon further inspection, foreign material was observed on the forceps elevator, the control unit was dirty and foreign objects were clogging the nozzle. As a result of the clogged nozzle, water removability did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. It was observed that the adhesive of the bending section cover was chipped and detached. A scratch was observed on the connecting tube. It was observed that the image guide protector had a cut. It was also observed that the suction cylinder was shaved. It was observed that the scope connector cover and the plastic distal end cover had a dent. It was also observed that that the scope had low angulation. Lastly, it was observed that the play knob did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the duodenovideoscope had leakage from the instrument channel. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator, the control unit was dirty, and the nozzle was clogged with foreign objects which, are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.